Event description:
According to medical report, rptr had bilateral silicone breast implants placed in 1975 because of agenesis of breast tissue. She started developing some intermittent knee aching in 1977 but it was not until about 1982 when she started having severe migraine headaches, she developed fatigue, had difficulty sleeping, started waking up stiff and tired and developed gelling phenomenon about 10 years ago. She has developed chest wall pain. She has been diagnosed as having "arthritis." She has been to pain clinics and is presently taking prilosec, vicoden, phenergan and propulsid. When she was 18 years of age she was diagnosed as having "spastic colon." She has had cognitive dysfunction for the past 10 to 11 years. She has had problems with memory and concentration. Sexual intercourse is very painful because of muscle spasms. This has put a strain on her marriage. Her activities of daily living are severely curtailed. She cannot perform any athletic events. She has to push herself to do housework. She had sicca symptoms for ten years with dry eyes and dry mouth. She has had difficulty with swollen glands in her neck and armpit area for the past 8 to 10 years. She has had polyarthralgias and polymyalgias for about the past 10 years roughly. There are 18 of 18 fibromyalgia tender points with abnormal dolorimetry. She has a rash in the v area of the neck. It is macular and it blanches. She has swollen lymph nodes. She has costochondral joint tenderness from the 2nd to the 4th bilaterally. She has a erticular skin discoloration of her arms and legs with obvious raynaud's phenomenon with purplish discoloration of the hands and feet with cold feeling of the hands and feet. There is encapsulation of the left breast implant. The left breast is slightly smaller than the right but the degrees on the right and 15 degrees on the left. There is swelling of the right knee. There is pain on patella compression of the right knee but not the left. There is positive straight leg raising on the right at 45 degrees. She has a trigger point in the bilateral gluteus medius area. Based in careful history and thorough physical examination, it is the doctor's professional opinion that this pt suffers from atypical connective tissue disease/atypical rheumatic syndrome/onspecific autoimmune condition. She has immune mediated skin changes, peripheral neuropathy, entrapment neuropathies, arthralgias, myalgias, chronic fatigue (>6 months). Implanted 5/75.